Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device showing alert 113 (reduced water temp control), water temperature not responding. Device didn't not appear to be cooling. Patient 37.1 degrees, target temperature of 36 degrees. Patients temperature not going down and pads feeling warm, water temperature 25 degrees.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. The reported issue was unconfirmed. An electrical safety test was performed; a s5000 system passed all tests, is functioning properly and is ready for use. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. Correction: e,h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device showing alert 113 (reduced water temp control), water temperature not responding. Device didn't not appear to be cooling. Patient 37.1 degrees, target temperature of 36 degrees. Patients temperature not going down and pads feeling warm, water temperature 25 degrees. Per follow up information received via email on 23sep2024, the system was sent to ts was repaired and now pending release. No issues with system, reported fault unconfirmed.